Event description:
Reported blood leak during dialysis. Further information from healthcare professional describes internal leak with blood in dialysate alarm. Dialyzer reused. No adverse effects to patient. Ebl reported as 100cc (volume of dialyzer). No post incident hematocrit drawn. Sample available for evaluation. This is #2 of 3, f8 dialyzer leaks reported by facility.